Event description:
As reported, (B)(6) female having an aortic heart valve replacement using a 26mm valve delivered with a 14fr. Od sheath. Femoral access obtained on the right without using ultra sound. The stick was good but maybe slightly lateral. Stiff wire was placed to advance the valve. The abdominal aorta was very tortuous making it hard for the valve delivery to make the turns. The 14fr. Od sheath was removed and a wire was placed along with a new 18fr sheath. The valve was re-inserted and successfully advanced to the heart. After the procedure and the two sheath exchanges, the wire was replaced with a standard j wire. Sheath was removed and the 18 fr. Device was placed with good technique, act of 100 after protamine. There was a fast ooze/bleed immediately noted. Pressure was held and an angio/flouro was performed showing a small amount of extravasation. Pressure held for 2-3 minutes with resulting good hemostasis. An additional flouro run was performed showing a lateral location of the stainless steel lock, with no noted further blood extravasation. Also noted was a pulsatile "object" proximal to the closure site within the artery. Debate was discussed as to if it was the collagen anchor or an intimal dissection flap just above the arteriotomy. There was no obstructed blood flow past the object. The md tried multiple times to come down into the right iliac/femoral artery with a wire and catheter using an existing right jugular access catheter and also going up and over the bifur with a wire and catheter which were all unsuccessful due to the tortuosity of the aorta/iliacs. The md elected to bring the patient back tomorrow in the cath lab to try to access right femoral artery via the left brachial artery. A ptca balloon and covered stent was applied over arteriotomy site. The patient was fine and was taken to the ICU as per normal routine. Additional information stated the initial advancement of the valve sheath was pushed pretty hard to try and make the turn in the abdominal aorta. Creating torque at the arteriotomy site. It was then removed and the sheath was advanced which made valve advancement easier.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram was submitted and reviewed by the investigative team and indicates extravasation at the access site. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. A slightly lateral positioned access was gained by micropuncture, no ultrasound was used. The arteriotomy was noted 7mm, mild sporadic calcification at the access, tortuosity from the aortic bifurcation up to the arch, and a depth deployment measurement of 3cm + 1cm. Issues were encountered advancing and exchanging the procedural sheaths. During initial advancement of the 14f od procedural sheath, due to tortuosity, the physician applied unrestrained force to try and make the turns in the abdominal aorta which created torque at the site. A stiff wire was placed to advance the valve, however, due to the tortuous abdominal aorta it was very difficult to deliver the valve through the turns. The initial sheath was removed, a new wire and 18f seal sheath placed, and the valve was reinserted without further complication. Following manta deployment, oozing was immediately noted. Manual pressures were applied, and a post angio indicated extravasation. Manual pressures continued for 2-3 minutes, and hemostasis was achieved. An additional fluoroscopy reveled the radiopaque lock correctly positioned, with no further extravasation noted. However, a pulsatile flap, debated to either be the collagen-anchor or an intimal dissection proximal to the access was seen within the artery with no obstructed blood flow past the flap. Due to the tortuosity in the aorta and iliacs, multiple attempts were unsuccessful in passing a wire and catheter. The next day, the physician elected to bring the patient back to the cath lab, attempt to access the right femoral artery via the left brachial artery, balloon and pin the pulsatile flap behind a covered stent. The physician could not determine if the flap was an intimal dissection or the manta anchor. The proctor present during the case noted during the post angio review, the pulsatile flap was likely a dissection and not the manta anchor moving. Dissections are a potential sequela in large bore closure procedures and particularly in patients exhibiting a great deal of tortuosity. It is suspected the dissection was caused due to a sidewall stick access, frail tortuous anatomy, applying torque while attempting to advance the initial sheath, and complications endured exchanging multiple sheaths and not the manta device. The IFU warns do not use manta if there is marked tortuosity of the femoral or iliac artery. Procedure requirements indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited local trauma to the femoral or iliac artery wall, such as dissection, vessel laceration or trauma, and oozing from the puncture site. If bleeding from the femoral access site persists after the use of the manta device assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.